Event description:
The following information was received from (B)(4) and is a spontaneous report by a consumer with supplemental information from a nurse in (B)(6) of peritonitis, in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. On an unknown date, the patient experienced peritonitis. On an unreported date, the patient experienced hypotension and stroke. On (B)(6) 2011, the patient was hospitalized for hypotension and stroke. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The patient was recovering from hypotension and stroke. The patient recovered from peritonitis. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11i08084. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.